Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported.